Manufacturer narrative:
This report is for screw locking/unknown lot number. Original implant date sometime in 2014, exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. This event resulted in a non-union and required additional intervention to remove the broken hardware. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was initially treated sometime in 2014 (exact date is unknown) for left tibia and fibula fracture outside of the hospital. Postoperatively, on an unknown date, patient had non-union and it was discovered that medial distal tibia plate and one 2.7 variable angle locking screw was broken. The plate broke proximal to the distal section. Plate and screws were removed on (B)(6) 2016. No piece of instrument remained in the patient. Non-union site was taken down and patient was treated with irrigation and debridement. Bone from non-union site was sent to pathology for suspected infection. Patient is scheduled for further surgery for next week. Other hardware, plate on the tibia and plate on the posterior tibia still remained in the patient. Surgery was completed successfully with no surgical delay and with no other medical intervention required. Patient outcome reported as okay. There are 2 devices associated with this complaint. This report is 2 of 2 for (B)(4).